Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: deformation, yellow particles, weight to the spec, crease fold. Based on the device analysis the final assessment is: the unit not is rupture. No issues found related with the manufacturing process.

Event description:
Additionally, healthcare professional reported left side rupture and double capsule. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device remains implanted.